Event description:
The customer contacted physio-control to report that their device had experienced a lock- up. The device's display had frozen and the device would no longer respond to button presses. After removing and reinserting the batteries, the device functioned properly again. The patient did not survive the reported event. The healthcare providers do not believe the device use contributed to the patient outcome, as another crew was attending and their device was used as a back-up.

Manufacturer narrative:
H6: physio- control evaluated the customer's device and was unable to duplicate the reported issue. In the electronic record it was observed that the user had repeatedly attempted to power the device off, however the users had turned pacing on at the time, which prevented the device from powering off. The users subsequently removed the batteries to power the device off. The reported device lock- up could not be verified. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had experienced a lock-up. The device's display had frozen and the device would no longer respond to button presses. After removing and reinserting the batteries, the device functioned properly again. The patient did not survive the reported event. The healthcare providers do not believe the device use contributed to the patient outcome, as another crew was attending and their device was used as a back-up.